Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer replaced the cartridge and continued insulin therapy. Customer¿s blood glucose level was 186 mg/dl.